Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal and extraneal therapies for continuous ambulatory peritoneal dialysis (capd) and automated peritoneal dialysis (apd). Action taken with dianeal and extraneal therapies was not reported. During a call with baxter (B)(4) technical services, the following was reported. On an unreported date in 2012, the patient experienced peritonitis. The cause of peritonitis was not reported. Treatment was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Additional information: further information was provided by a nurse. On an unreported date, the patient did not wash his hands thoroughly while performing pd therapy, which caused peritonitis. On an unknown date, the patient was hospitalized for peritonitis. On an unknown date, the patient was discharged from hospital. The patient recovered from the event of peritonitis. Additional information was provided by the local baxter affiliate. The patient was re-trained on aseptic technique on (B)(6) 2012. Correction: on an unreported date, the patient began treatment with dianeal pd4 solution (dose, frequency not reported) and extraneal (dose, frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd) and automated peritoneal dialysis (apd). This report of use error-breach in aseptic technique and peritonitis was confirmed, because it was reported that there was a breach in aseptic technique described as the patient did not wash hands properly. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined.